Event description:
Customer stated that he felt a burn on his shoulder and when he looked at the pad there was a burn mark on the pad and his shoulder. The product was returned for investigation. Investigation revealed no signs of burning or overheating. A small hole was observed in the outer cover that appeared to have been caused by excess wear. The investigation also found that the cord had been wrapped tightly and had pulled free from the heating pad. The investigation concluded that the user was misusing the pad by folding and laying on the pad during use. Customer stated that they would lay on pad while playing games. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts.". The customer admitted to misusing the pad by laying on the product. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".